Manufacturer narrative:
The reported complaint of high volume communication errors when trying to initiate a secondary infusion was not confirmed. Efforts to identify and address the reported complaint by our interoperability team are ongoing, opened under sales force case #00840753. At this time, a software upgrade and an onsite visit to analyze the customer¿s work flow is planned in an attempt to address the reported issues. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #00840753 - experiencing high volume of 9007 communication error case front- damaged/cracked it was reported that the customer is experiencing a high volume of 9007 communication errors when trying to initiate a secondary infusion. The customer is currently experiencing approximately 29,000 errors per month throughout the health system. When the devices are sent to biomed for testing, clinical engineering has not been able to repeat the communication error when tested.